Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues during use. The following information was provided by the initial reporter: "we are currently having an issue with some of our j-tubes. I am told they are not allowing a push. Some they have to retract a couple of times to get working but others won¿t."

Manufacturer narrative:
H6: investigation summary one sample (model #20039e) was returned by the customer. It was reported that the smartsite extension sets will not push/flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of the sample was open and that sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20125585 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues during use. The following information was provided by the initial reporter: "we are currently having an issue with some of our j-tubes. I am told they are not allowing a push. Some they have to retract a couple of times to get working but others won¿t."